Event description:
It was reported that there was no image on the ultrasound bronchofibervideoscope. The issue occurred during preparation for use for a diagnostic, unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   New information added on fields: e2, e3, g2, h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. The device was returned to olympus for inspection and the customer's malfunction was not confirmed. An unknown substance at the distal end side was found during device evaluation. Based on the results of the investigation, a definitive root cause could not be determined for the "no image" event. Additionally, regarding the unknown substance at distal end side, it could not be definitively determined what the foreign material was remained. There was no damage to the area where the foreign material was detected. Therefore, the cause of the material remaining in the device could not be determined. The event (unknown substance at distal end side) can be detected/prevented by following the instructions for use: olympus bf-uc190f reprocessing manual describes the reprocessing procedures of bf-uc190f. " olympus will continue to monitor field performance for this device.